Manufacturer narrative:
Tandem technical support followed up with the customer and the customer¿s bg levels were currently stable. The customer is still working with a healthcare provider to address random spikes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with elevated blood glucose (bg) levels of 274mg/dl. Elevated bg levels were treated by administering an injection. The customer indicated blood glucose levels elevate after changing out all supplies. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.